Event description:
Boston scientific received information that tachy therapy was turned off and not sure why it was off. The patient was in the hospital for other reasons and had not had the device checked since last year. The patient was not too awake and the wife was in the intensive care unit (ICU) also. The physician wanted the tachy therapy back on and did not have any record on why it was turned off. The patient was stable and the device will be programmed back. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.